Event description:
Interface using scimage/pacs system creates problem in viewing all leads of EKG when the EKG reaches the power console. Lead iii, avr, avl, avf and sporadic v leads drop from view when interface occurs. EKG machine prints/stores complete data, so it is an interface issue. This interface problem has been occurring at least once/day for the past month or so. Approx 50-100 pts' ekgs have been affected. It has been reported to scimage on at least 5 occasions. The most recent being friday (B)(6) 2013. Potential for delay in diagnostic intervention when EKG's need to be accessed remotely. Two other recent pts involved: (B)(6) 2013. These were also reported to scimage. Also see (B)(4).